Manufacturer narrative:
Date of event: estimated based on the aware date of (B)(6) 2020.

Event description:
It was reported via social media that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At some timepoint, the device embolized and landed in a heart valve. Emergency surgery was required.